Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch from bipolar to unipolar due to pacing impedances high out of range on the non-boston scientific right atrial (ra) lead connected to this pacemaker. There was reportedly a lead safety switch on 22 december 2017 and another on 08 february 2018. Following both lead safety switches, ra pacing impedance was approximately 380 ohms. No adverse patient effects or interventions have been reported. This pacemaker and the non-boston scientific ra lead remain in service.